Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device is currently undergoing detailed analysis. When analysis is complete, the report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted for normal battery depletion. The device was returned for reliability analysis. Initial testing indicated a possible product performance issue. To date, no adverse patient effects were reported with this clinical observation.